Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.

Event description:
Implantation of cfx in s1 right sided, dimension 7.0x50mm. Tapping for 7.0 screw. About at 2/3 of length of implant sudden loss of resistance due to loosening of the junction of screw an head. Thereby normal application of force without any abnormally resistance. Screw remains in bone, head came out of body, staying in the sheath. Inspection of the head shows break of one of the blades which fixes the screw. This blade remains lost, either in patient or out of him. Screw could be taken out without problems.